Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing lead impedance was observed. Lead remains implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead measuring 47.0cm was returned in four segments for analysis. Externalized conductors due to internal and external insulation abrasion were noted at 1.0-3.2cm from the distal end of the svc shock coil. The etfe coating was intact at this location.

Event description:
New information received notes that externalized conductors, high capture threshold, and high hv lead impedance were observed. The lead was explanted. There were no adverse consequences to the patient.